Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer¿s reported problem was confirmed. Main speaker needs to be replaced. A serial number was not provided therefore a review of the device history record cannot be performed. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Device not received.

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.